Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change error occurred during the load sequence. Customer loaded a new cartridge to resolve this issue. Customer¿s blood glucose level was 318 mg/dl.